Event description:
On (B)(6) 2014, the patient woke up with ¿full blown withdrawal¿ and was throwing up. The patient went to the emergency room and was given 2mg of intravenous morphine and it worked within the hour. The pump was last refilled on (B)(6). The pump was interrogated and everything looked normal; logs were read and no alarms were reported. The device system was used to deliver morphine. New info on (B)(4) 2014 information was received from a representative indicating they were contacted by the doctor¿s office. The patient was in the ER and they requested that he check the pump. No alarms or issues were noted when the pump was interrogated. The representative stated that the doctor was going to perform a dye study, but they had no heard anything since that time. They did not know the results of the study. On (B)(4) 2014 further information was received from a healthcare professional indicating that the cause of the patient¿s symptoms was a stalled pump. The dye study results were fine, and the patient was fine now.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n185825013, implanted: (B)(6) 2009, product type catheter. (B)(4).